Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure+removal/essure migration/left essure coil seen within endometrial cavity") and embedded device ("also noted is an embedded silver-colored metallic coiled foreign body, consistent with an essure coil.") In a 40 year-old female patient who had essure inserted (lot no. A67117) for female sterilisation. The patient had a medical history of paratubal cyst, adenomyosis, pelvic pain, parity 2, multi gravida, uterine bleeding, ovarian cancer and breast cancer. The patient had a family history of uterine cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2981 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy noted: insertion date: as per argus: (B)(6) 2013; as per mr: (B)(6) 2013. Discrepancy noted: removal date: as per argus: (B)(6) 2021; as per mr: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: proliferative endometrium. Adenomyosis. Bilateral ovaries with cystic follicles. Bilateral fallopian tube with benign para tubal cysts demarettas rush verified. Gross description: additionally noted, the myometrium is trabeculated and up to 2.0 cm in thickness with prominent vessels. There are no submucosal or intramural nodules. Also noted is an embedded silver-colored metallic coiled foreign body, consistent with an essure coil. [Pregnancy test] on (B)(6) 2013: negative. [Ultrasound pelvis] on (B)(6) 2021: right ovary: abnormal mass seen. Left ovary : normal, no adnexal masses seen. Impression: the right essure is seen at and beyond the cornu. The left essure is mostly within the endometrial cavity though it can be seen in the transmural section of tube as well. Trans abdominal probe procedure: transabdominal pelvic imaging is performed. No extra pelvic extension of her uterus or adnexa are seen that may be missed with vaginal probe. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received: event- "medical device removal updated to device dislocation" new event "essure micro-insert embedded" added, lot number added, mr received: reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("essure+removal / essure migration / left essure coil seen within endometrial cavity") and embedded device ("also noted is an embedded silver-colored metallic coiled foreign body, consistent with an essure coil.") In a 40 year-old female patient who had essure inserted (lot no. A67117-invalid) for female sterilisation. The patient had a medical history of paratubal cyst, adenomyosis, pelvic pain, parity 2, multi gravida, uterine bleeding, ovarian cancer and breast cancer. The patient had a family history of uterine cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2981 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy.). At the time of the report, the outcome of device expulsion was unknown. The reporter considered device expulsion and embedded device to be related to essure administration. The reporter commented: number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Discrepancy noted: insertion date as per argus (B)(6) 2013. As per mr (B)(6) 2013. Discrepancy noted: removal date as per argus (B)(6) 2021. As per mr: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: proliferative endometrium. Adenomyosis. Bilateral ovaries with cystic follicles. Bilateral fallopian tube with benign para tubal cysts demarettas rush verified gross description: additionally noted, the myometrium is trabeculated and up to 2.0 cm in thickness with prominent vessels. There are no submucosal or intramural nodules. Also noted is an embedded silver-colored metallic coiled foreign body, consistent with an essure coil. [Pregnancy test] on (B)(6) 2013: negative [ultrasound pelvis] on (B)(6) 2021: right ovary : abnormal mass seen left ovary : normal, no adnexal masses seen. Impression: the right essure is seen at and beyond the cornu. The left essure is mostly within the endometrial cavity though it can be seen in the transmural section of tube as well. Trans abdominal probe procedure: transabdominal pelvic imaging is performed. No extra pelvic extension of her uterus or adnexa are seen that may be missed with vaginal probe. A67117-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.